Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, exposing the stimulation lead. Physician brought the patient into the operating room, performed a washout procedure, and closed the neck incision. Physician prescribed antibiotics.